Event description:
A pump declared alarm 20 occurred during pumping, and although there was no adverse impact to the customer's blood glucose level, the issue could not be resolved by loading a new cartridge as the alarm recurred. Technical support assisted by replacing the pump, which was still under warranty. The customer was instructed to put the existing pump into storage mode and was provided a pre-paid label to return it within 10 days. To ensure insulin delivery was not interrupted, the customer planned to use an alternate form of insulin therapy through multiple daily injections (mdi).